Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system does not boot up. Review of the log file showed that the flexvision pc was unreachable it didn't respond during restart. It was also identified that the suite pc was unable to communicate with the flex viewing pc. The fse uninstalled the existing flexvision pc to install a new 4g model pc but found that the part received was a 2g model. So, the fse reinstalled the existing flexvision pc again and the system was working normally. The failure analysis of the flexvision pc confirmed the cause of the failure with the faulty hdd (hard disk drive). However, later, the fse replaced the flexvision pc, installed the os (operating system) and application software and loaded the system backup which resolved the issue permanently. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system failed to boot. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) replaced the flexviewing pc and returned the system to use in good working order.